Event description:
Edwards received notification from france that a valve model 11500a21 implanted in the aortic position was explanted from a 55-year-old patient after an implant duration of four (4) years and eight (8) months due calcification leading to severe stenosis (vmax 4m/s) and suspicious of thrombosis. This patient was diagnosed with valve thrombosis leading to increased gradients (31 mmhg) after an implant duration of approximately three (3) months. The patient was asymptomatic and was under medical treatment with aspirin (kardegic 100 mg). At that time, decision was made to continue with oral medication for one year. During six (6) months follow-up the gradient had decreased to 23 mmhg. Reportedly, a new control was conducted one (1) year and four (4) months after surgery, and the patient was noted as to be symptomatic with nyha class ii dyspnea. Therefore, a tee and a CT scan were performed two (2) months later, and they showed that the valve remained deteriorated with all three leaflets severely thickened, one leaflet totally rigid and valve area 0.8 cm2. Thus, decision was made to change the oral anticoagulant to eliquis. Following the reported findings, the interventional cardiologist elected to closely monitor the patient over a 3-month period and to perform additional imaging assessments. The patient was discharged under close follow-up; however, the condition progressively worsened, with increasing transvalvular gradients and more severe dyspnea. At the most recent echocardiogram, performed 4 years and 3 months post-implant, leaflet calcification was observed, resulting in severe stenosis (vmax 4 m/s) and a restricted valve area of 1 cm2. Four months later, the valve was explanted and replaced with a mechanical prosthesis without reported complications. The patient was subsequently discharged home in good condition.

Manufacturer narrative:
H3: device evaluated by manufacturer: customer report of thombus and calcification were confirmed. Customer report of stenosis was unable to be confirmed through visual observations. As received, thrombotic/fibrin-like material was observed on the outflow surface of leaflets 1. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. X-ray demonstrated minimal calcification on leaflets 1 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5 mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspects. Multiple suture threads remained attached to the sewing ring. H11: additional manufacturer narrative: the device history record (DHR) review was started and finished in valencia. There are no related non-conformities. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.